Event description:
It was reported that during a kidney transplant procedure, the tip of the active blade broke off in the trocar during the procedure. A second lcsc5ha was used to finish the procedure. There was no reported patient consequence.